Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the dual axes controller pad involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the customer reported complaint. The j19 was broken and had damaged pads.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting, that the patient side cart (psc) had repeated 23211 faults. An investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced the boom assembly motor, swapped axes controller platform (acp) 4 with acp 5 and replaced the axes controller platform dual board to resolve the issue. Intuitive surgical, inc. (Isi) received the acp circuit board for a failure analysis. However, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received. This complaint is being reported, based on the following conclusion: the customer converted to another patient side cart (psc) after the start of the procedure, due to errors. While there was no harm or injury to the patient. System unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur. As it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported, that during a da vinci-assisted simple prostatectomy surgical procedure. That recoverable fault 23211 occurred several times against the patient side cart (psc). An intuitive tech support engineer (tse) reviewed the error logs and found, that the errors were indicating an issue with the boom. The site attempted to perform a hard reboot of the system, but the fault returned. The site converted the procedure to a new psc. There were no reports of patient injury.